Event description:
It was reported that during the procedure, an attempt was made to advance a 3.0x28 xience v rx stent delivery system distal to a previously implanted 3.0x28 xience v rx stent toward a heavily tortuous lesion in the proximal right coronary artery, but failed to cross the previously implanted stent. The second 3.0x28 xience stent dislodged during the attempt to advance through the existing implanted 3.0x28 xience stent. The second 3.0x28 xience was withdrawn with resistance felt, then an intravascular ultrasound (ivus) was performed. The second 3.0x28 xience stent was successfully snared, and there was no damage caused to the previously implanted 3.0x28 xience stent. A 3.0x38 rx xience prime stent was used to complete the procedure. There were no adverse patient sequelae, but there was a clinically significant delay of 2 hours. A cine analysis revealed that the 3.0x28 xience v rx deployed stent in the proximal right coronary artery exhibited stent damage, a waist in the balloon, and a dissection during interventional post-dilatation with a non-abbott balloon. The cine analysis also revealed that a 3.0x38 rx xience prime was deployed to treat the dissection that occurred during post-dilatation of the initial implanted 3.0x28 xience stent, and that the 3.0x38 rx xience prime stent exhibited a balloon waist during post-deployment inflation. Subsequent post-dilatation inflations fully expanded each stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0x28 xience v rx referenced and the 3.0x33 rx xience prime referenced are being filed under separate mfrs. Distal to stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. It should be noted that the xience v instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The cine review revealed no images of the reported failure to advance/cross the lesion or the retrieval of the reported dislodged stent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.